Event description:
It was reported that a malfunction alarm occurred with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully followed these steps without recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue reoccurred.